Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Strings frayed/cut- tampax pearl [device breakage]. Case narrative: consumer reported via email that the tampon strings were frayed & cut. No injury was reported.